Event description:
Patient previously had an infection at the stimulation lead incision reported in 3007666314-2019-00025. The infection had resolved when a dermatologist biopsied the area. The lead was exposed without infection after the biopsy. The full system was removed (B)(6) 2020 due to infection risk.